Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had an opening. The issue was identified during priming with lactated ringer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed a cut in the tubing. The reported condition was verified. The cause of the condition was due to incorrect tubing placement during the coiling operation, leading to the packaging machine cutting the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.